Event description:
Additional information was received from the patient. The patient was not sure what circumstances led to the broken lead. The patient went in to have the stimulator replaced and they tested it. It worked in the hospital but when the patient got home it didn't work/quit. The doctor tried to replace the lead but there was too much scar tissue. The only thing the patient felt was his skin get rashes and bumps that were itchy. The patient needed to find out if the lead was broken and asked if the doctor said it was broken. The device stopped working and the patient needed to find out what was going on and asked what he should do.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-33, lot# v013099, implanted: (B)(6) 2006, product type: lead.

Event description:
The patient reported that they had their stimulation turned off because a lead in their back had broken and could not be replaced. They weren't sure when the lead broke. The patient was going to follow up with their doctor. The patient was implanted for complex regional pain syndrome type I and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.